Event description:
Additional information received reported the ultimate cause remained unknown. The patient had been reprogrammed ¿several times¿ and ¿seemed to go away.¿

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient felt shocks with urination. Etiology was related to the device or therapy and not related to the implant procedure. The patient was reprogrammed. The outcome was resolved without sequelae. Indication for use was reported as gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.